Manufacturer narrative:
The associated complaint products were not returned. A review of complaint history revealed no prior complaints for listed part 71316514. A review of complaint history for the remaining lots revealed no prior complaints for the listed lot/failure mode. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that a revision surgery was performed due to loosening.